Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring was not able to be pulled back into cannula and appeared to the user to be spread wider than normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The vv7-cannula device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring wire was intact and showed no signs of defects. The device was evaluated five times for the advancement and retraction of the c-ring. The c-ring slider was able to advance and retract the c-ring with no resistance felt. Based on the results of the evaluation, the reported complaint for "mechanical issue, cannula, c-ring will not retract" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring was not able to be pulled back into cannula and appeared to the user to be spread wider than normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.